Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in clinic. Merlin.net transmission revealed high impedance; left ventricular lead dislodgement was confirmed. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition and would continue to be monitored.